Event description:
The clinician reports the implant was inserted (B)(6) 2009 in fdi 15 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain and mobility. No further patient complications were reported.